Event description:
Additional information received noted that the lead was explanted and replaced.

Manufacturer narrative:
The reported events were failure to capture, lead fracture, and a helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead and cleaning the helix region, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported events of failure to capture and lead fracture were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths cause by overtorquing of the inner coil inside the connector region consistent with procedural damage.

Manufacturer narrative:
Correction: please disregard changes made in MDR-2024-18250-04, h6 and b5 were altered in error.

Event description:
Loss of capture and fracture were noted. The lead was explanted on (B)(6), 2024,

Event description:
Additional information received noted fracture and loss of pacing.

Manufacturer narrative:
Correction: the complaint of fracture is unrelated to this complaint and is addressed in 2017865-2025-91607.

Event description:
New information noted that fracture complaint is not related to this event.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the helix of the lead failed to extend. The lead was not used and replaced. The patient's condition throughout the procedure was unknown and the patient was discharged post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
The lead did not fracture and exhibited no loss of pacing, only helix extension issue was noted. The lead was never implanted and instead exchanged during implant procedure.

Manufacturer narrative:
Correction: updating h6 and b5.